Event description:
On (B)(6), 2012 the reporter contacted animas to report the pump had intermittent power and self-rebooted. The patient had not had to replace the battery, there was no damage or corrosion seen in the battery compartment or battery cap, and the battery did not need to be replaced. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed unexplained power events. The battery compartment and cap were found to be intact. The battery cap was tested and was found to be within specifications. The pump was exercised for 24 hours without power issues. The pump was opened and no power circuit issues were found.